Event description:
It was reported that guidewire coating peeled off. During preparation of a 300cm, 8cm v-18 control wire, it was noted that the guidewire was uncoated. No known patient complications reported. It was further reported that the device coating was fractured. The procedure was completed.

Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: the unit returned has the tip detached, as part of overall visual revision. The returned device matches with upn provided by the customer. The returned guidewire had the distal tip bent and a section of the polymer jacket was detached and it was returned together with the guidewire; besides, another section of the polymer jacket remained attached to the distal end of the device. The detached section of polymer jacket measured approximately 2.62 inches and the section attached to the guidewire measured approximately 0.87 inches from the distal end. An end of the detached section of polymer jacket was stretched, showing sign of excessive manipulation. No more visual damages were found in the device.

Event description:
It was reported that guidewire coating peeled off. During preparation of a 300cm, 8cm v-18 control wire, it was noted that the guidewire was uncoated. No known patient complications reported. It was further reported that the device coating was fractured. The procedure was completed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guidewire coating peeled off. During preparation of a 300cm, 8cm v-18 control wire, it was noted that the guidewire was uncoated. No known patient complications reported.